Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to main blower temperature sensor. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a false activation caused by a sudden change in flow or temperature during disconnection. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to main blower temperature sensor. The device was not in patient use when the reported event occurred.